Manufacturer narrative:
(B)(4). The lot was manufactured between august 26, 2013 ¿ august 28, 2013. The customer disassembled the device, removed the particulate matter, and sent it for evaluation at their facility. These results were provided by the customer and are not from a baxter evaluation. The fourier transform infrared spectroscopy results provided by the customer suggested the particulate matter was calcium carbonate filled thiophenylene material containing glass rods. Evaluation summary: the device was received for evaluation. Visual inspection of the unit noted that it had been completely disassembled by the customer. The particulate matter had been removed from the device by the customer and was not returned. As the sample was not returned in its original condition, the reported issue was unable to be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Sample was received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that an infusor was observed to have black particulate matter in the reservoir after filling. The unit was filled with fluorouracil and saline (non baxter products). There was no patient involvement. Additional information was requested and is not available.